Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and there was blood on the distal conductor of the lead and it was obstructed. The distal lv (low voltage) electrode of the lead was covered in blood. Blood was observed on the sleeve head of the lead. Analyst noted that the dried blood in the distal conductor prevents torque transfer to the helix when the df-4 pin is rotated.

Event description:
It was reported that the lead was attempted to be implanted by extending helix in one anatomical location. A new position was desired and the lead helix was retracted. When trying to extend the helix in a second anatomical location, the helix did not appear to extend on fluoroscopy with approximately 40 rotations. The lead was removed and several attempts were made to extend the helix on the sterile table. Approximately 60 clockwise rotations did not extend the helix, but the physician noted torque was building up as he rotated, and the lead appeared to twist with rotation of the pin. The lead was removed from use and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.